Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report that when they removed the reaction wheel to troubleshoot their unicel dxc 800 synchron system, they noticed fluid at the bottom and that 1 cuvette did not have the copper pin that holds it in place. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for the event. The fse found that the customer had multiple dirty cuvettes. The fse removed the reaction wheel to inspect. The exterior of all cuvettes were cleaned. The fse replaced several cuvettes that were etched or worn. All cuvettes were verticalized. The fse aligned the wash tower to reaction wheel, washed all cuvettes, and aligned cuvette center. The fse noted a second issue the customer was seeing: peltier a controller errors. The fse checked the voltages for the peltier and replaced the peltier cooler. The customer was advised to contact bec if the problem recurred. The fse completed the electrolyte injection cup valve modification (B)(4). Ion-selective electrode chemistries were calibrated and the customer performed qc. Repairs were verified per established procedures. (B)(4).